Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported being in an extended period of atrial fibrillation. The patient reported being unable to feel their pulse and having passed out when getting up. The patient indicated having contacted the clinic and reporting to their physician. The field representative was contacted and had no information in regard to this patient.